Event description:
Device evaluation: the inner polyimide shaft was kinked proximal to the distal end of the tip. The proximal end of the distal tip was flared and partially raised.

Manufacturer narrative:
(B)(4).

Event description:
The physician was using a complete self expanding (se) peripheral stent for treatment of a lesion in the common iliac. The lesion was pre-dilated. The stent was successfully deployed. During removal of the delivery system the tip got caught in the stent caused the stent to fold inwards. A balloon expandable stent was used to cover the edge of the complete se stent. There was no patient injury and no clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.